Manufacturer narrative:
Known outflow graft obstruction reported in MFR# (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in clinic with many pulsatility index (pi) events and occasional low flows. There were no symptoms due to low flows and the patient was being medically managed for a known outflow graft obstruction. The log file review captured low flow events on (B)(6) 2022 and (B)(6) 2022.

Manufacturer narrative:
This event was determined to be a duplicate to MFR # 2916596-2022-12521